Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent foreshortening occurred. The patient had multiple stenosis in the proximal, middle and distal segments of the left anterior descending artery, and the narrowest part was located in the proximal segment with approximately 90% stenosis. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. The stent implantation and optical coherence tomography (oct) review were uneventful, but stent foreshortening was seen after oct retracting. Another 3.0x38mm bsc stent was taken immediately to cover the original stent foreshortening. Angiography and oct reexamination showed that the stent was adherent to the wall. The procedure was completed and no patient complications were reported.

Event description:
It was reported that stent foreshortening occurred. The patient had multiple stenosis in the proximal, middle and distal segments of the left anterior descending artery, and the narrowest part was located in the proximal segment with approximately 90% stenosis. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. The stent implantation and optical coherence tomography (oct) review were uneventful, but stent foreshortening was seen after oct retracting. Another 3.0x38mm bsc stent was taken immediately to cover the original stent foreshortening. Angiography and oct reexamination showed that the stent was adherent to the wall. The procedure was completed and no patient complications were reported. It was further reported that the 20 x 3.00 promus premier drug-eluting stent was placed near the proximal end of the left anterior descending artery. No device interaction occurred. The physician suspected that oct took long to wash the contrast media. A 3.0x38mm bsc stent was placed at the proximal end of the first stent to cover the stent shortening.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6).